Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012697476); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), the implant depth on the non-coronary cusp (ncc) was approximately 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was approximately 5 mm. Upon full deployment, both paddles were released from the delivery catheter system (dcs) simultaneously; however, the valve subsequently dislodged to the ascending aorta. Additionally, the valve expansion was noted to be suboptimal due to calcification. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed twice using 22 mm balloons. Following access site closure, an st elevation was noted. Therefore, a coronary angiography (cag) was performed; however, delayed contrast filling of the right coronary artery was observed that was attributed to calcification at the ostium. Subsequently, percutaneous coronary intervention (pci) was performed and the patient's st values returned to normal. A dilatation was performed using a 3.5 mm balloon followed by placement of a 3.5 mm non-medtronic stent. Two post-dilatations were performed again that confirmed no issues with blood flow or bleeding, and the procedure was completed.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon deployment to the point of no recapture (ponr), the implant depth on the non-coronary cusp (ncc) was approximately 3 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was approximately 5 mm. Upon full deployment, both paddles were released from the delivery catheter system (dcs) simultaneously; however, the valve subsequently dislodged to the ascending aorta. Additionally, the valve expansion was noted to be suboptimal due to calcification. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed twice using 22 mm balloons. Following access site closure, an st elevation was noted. Therefore, a coronary angiography (cag) was performed; however, delayed contrast filling of the right coronary artery was observed that was attributed to calcification at the ostium. Subsequently, percutaneous coronary intervention (pci) was performed and the patient's st values returned to normal. A dilatation was performed using a 3.5 mm balloon followed by placement of a 3.5 mm non-medtronic (megatron) stent. Two post-dilatations were performed again that confirmed no issues with blood flow or bleeding, and the procedure was completed. Additional information was received that a pre-implant balloon dilation was performed and a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. After the valve dislodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). The dislodged valve occluded the coronary ostia. Calcification of the patient's anatomy contributed to the dislodgement.